Event description:
Procedure: unk. Reportedly, the cannula broke approximately 2 cm distal to the top. The surgeon claims that he tried to push a grasper through and it stuck. He noticed that it was bent. He pulled it out and bent it back. When he subsequently angled the trocar without an instrument in it, it cracked, he was able to get it out without losing the broken piece in the patient. A new trocar was used to complete.